Event description:
It was reported that there was a leak between the patient connector of the minicap transfer set and the titanium adapter. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye and a hole was observed in the silicone tubing near the patient adapter. Functional testing including clear passage and clamp function testing was performed with no issues noted. Leak testing failed due to a leak that was detected at the location of the hole. The cause of the leak was the hole in the silicone tubing, however the cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.